Event description:
It was reported an altitude alarm occurred. Customer loaded a new cartridge successfully. Additionally, the customer experienced decreed blood glucose levels. The customer declined to provide further information with tandem technical support.